Event description:
It was reported that the eoe error code displayed on the system during set-up. The valve was not functioning. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve and mixing valve o-ring were out of tolerance. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.